Event description:
On 18 march 2026, it was reported by a sales representative via email that an ar-4030c-07, 7x 30mm bc if scrw vented was reported to have the screw fail and snap. This occurred on (B)(6) 2026 during an acl reconstruction procedure. The case was completed successfully removing the broken screw and using a different interference screw. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.